Manufacturer narrative:
Unit was received with missing serial number label, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the water into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.